Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen became cracked. Reportedly, the pump was still functional, however, the left side of the touch screen display was black. Customer's blood glucose was not provided. Customer continued to use current pump for insulin therapy.